Event description:
Device was tested and functioned normally prior to use. While in use, the device displayed "defib comm" error and would not function. Three attempts were made to reinitialize the device. Each attempt resulted in the device displaying "defib comm" error. Responders were unable to treat pt with the device. Device was tested upon its return to the fire station and functioned normally.